Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control has made multiple attempts to contact the customer in order to obtain additional information regarding the patient and the event; however, those attempts have been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that following the delivery of a 360 joule shock to a patient that their device had a service indicator present and powered off by itself.  Medical personnel advised that the device had two batteries installed and was connected to ac power when the reported issue occurred.  Medical personnel had to unplug the device from the ac power source, then plug it back in, in before it would power back on.  It did, however, power back on and was used to continue to monitor the patient.  A backup device was available but unnecessary.  The patient survived the event and there were no adverse effects as a result of the reported issue.  No further details about the patient or the event were provided.